Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that the patient with this implantable pacemaker device had worsening hematoma leading to pocket infection and erosion. In addition, the physician made a decision to accept the current pacing system. Due to the limited information received, further follow-up to obtain related details was not possible. No additional adverse patient effects were reported.